Event description:
Medtronic received information that during the implant of this 34-millimeter (mm) transcatheter bioprosthetic valve, a perclose was performed with a suture-mediated closure (smc) system (perclose proglide) on the left side, but was unsuccessful. A cutdown of the left femoral artery (lfa) was then required for removal of a 12 fr introducer sheath and closure of the lf a occurred successfully. (B)(4). This report reflects information received by FDA in the form of a notification per 803.22 (b)(2)